Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges driving down sidewalk and the left rear caster fell off causing customer to veer into street causing chair to tip on its side with user in it. Fire department put wheel back on with screw he bought. Then on (B)(6) 2018, the left front caster came off, user hit a crack in sidewalk, bringing chair to complete stop and recline actuator broke. Fire department put caster wheel back on.

Manufacturer narrative:
Only parts were returned for evaluation. The visual evidence suggests the returned parts were from a unit that was severely abused and that modifications were performed post final release.

Event description:
Alleges driving down sidewalk and the left rear caster fell off causing customer to veer into street causing chair to tip on its side with user in it. Fire department put wheel back on with screw he bought. Then on (B)(6) 2018, the left front caster came off, user hit a crack in sidewalk, bringing chair to complete stop and recline actuator broke. Fire department put caster wheel back on.